Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen 2000mcg/ml. It was reported that the pocket revision was done on (B)(6) 2025. The patient had a question as to why there was itching and skin breakdown around the pump. There was "question of infection". The doctor got the patient in for a pocket revision and moved the pump. During surgery, the doctor asked for another 8596sc to connect to the pump. The same pump was used. The catheter was aspirated at the end of the catheter. A prime was done "just the full length of the cath only" because he did not aspirate through the pump port to empty out the catheter access (cap) area. At the time of this report, the patient had a full functioning system. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. At the time of this report, the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.